Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure ¿ (stent deformation) patient¿s condition affected effectiveness of device (lesion morphology) ¿ 99% stenosis, severe calcification and excessive tortuosity. (Deformation problem) evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 99% stenosis, severe calcification and excessive tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
The device was inspected before use with no issues noted. The lesion was pre-dilated to 12 atm. The resolute onyx drug-eluting stent was not able to cross the severely calcified lesion with 99% stenosis and excessive tortuosity. Damage in the middle part of the stent was reported. Resistance was noted while advancing the device to the lesion. No clinical sequelae were reported. Patient is reported to be ok post procedure. Evaluation summary: the stylette was stuck inside the tip of the device and could not be removed. The distal tip was frayed indicating that it may have been stubbed during advancement. The 4th distal stent segment had raised and deformed struts. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.